Manufacturer narrative:
(B)(4): the upper right button (shock/charge) sank could indicate a button malfunction that could impact the delivery of therapy. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The upper right button (shock/charge) sank could indicate a button malfunction that could impact the delivery of therapy.